Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 120 units. The user's blood glucose level was 223 mg/dl. Additionally, it was reported that the tubing attached to the cartridge appeared to be "melted" together. The user successfully loaded a new cartridge.